Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: product ID: vedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned to the manufacturer with no information, were analyzed and tested out of specification. Additional information obtained reported the leads were explanted following the patient¿s death. The patient died in a manner unrelated to the event.